Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces. External insulation abrasion breaching the outer insulation were noted at 6.4 cm to 7.1 cm from the connector pin, exposing the outer coil. External insulation abrasion was noted at 30.0 cm to 30.3 cm and 30.2 cm to 30.6 cm from the distal tip due to friction to another device or feature of the heart were found proximal to superior vena cava shock coil. One superior vena cava cables etfe coating was abraded in one abrasion region.

Event description:
This report is to advise of an event observed during analysis.